Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: dilatation catheter: opn; rapid exchange, guide catheter: jl3,5. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion in a mildly tortuous and mildly calcified left anterior descending artery that was 80% stenosed. A 190 cm turntrac guide wire was advanced without resistance and the lesion was pre-dilated with a non-abbott balloon dilatation catheter (bdc). During withdrawal of the turntrac guide wire with the non-abbott balloon catheter when trying to withdraw the guide wire through the rapid exchange exit port of the balloon catheter, it became stuck and the coils became stretched. Therefore, both devices were removed as a single unit, and an unspecified turntrac guide wire was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis with the core separated. The reported stretched coils was able to be confirmed. The reported difficult to remove was unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. As there was no damage noted to the guide wire during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure. Manipulation of devices resulted in the reported/noted guide wire damages (coils stretched/kinked, core separated) and the noted non-abbott balloon catheter damages (bunched balloon, torn exit notch, inner member exposed/kinked). There is no indication of a product quality issue with respect to manufacture, design or labeling.